Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient controller (pc) was displaying ¿replace generator soon.¿ a manufacturer representative confirmed the issue with external devices. Surgical intervention may take place at a later date.

Event description:
Additional information found the patient¿s ipg was explanted and replaced on 17aug2021 to resolve the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.